Manufacturer narrative:
Pending investigation. D10: 6579681 02-020-13-0340 - truliant cr cem fem cr cem right sz 4 6705376 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t 6907763 201-78-15 - holding pin mini sharp point 4 pk 6919787 200-07-32 - advanced patella 32mm 3 peg implant s244989 521-78-23 - threaded pin size 2.3 collared 2pk s288503 521-78-32 - threaded pin size 3.0 collarless 2pk h7: z-0023-2022.

Event description:
As reported, the patient has a history of 2 synovectomies through knee scope. The patient had an initial right tka on (B)(6) 2021. The patient presented with signs of infection. The patient had a poly exchange on (B)(6) 2023 and I&d was performed. Poly wear was visual on medial compartment with pitting. No issues with surgery. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and the reported infection. Potential contributing factors of user and patient related conditions regarding the signs of infection and the prosthesis wear could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and the reported infection. Potential contributing factors of user and patient related conditions regarding the signs of infection and the prosthesis wear could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.